Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed on (B)(6) 2012 w/o any issues. Six days after placement, during a continuous venous hemodiafiltration, a tear was found in the catheter located on the venous branch at the transition to blue closing piece. There was no significant blood loss, and no air embolism. Hemodiafiltration had to be interrupted. Since the pt had kidney failure w/o spontaneous urine there was a thread of a problem with the fluid balance. The catheter had to be replaced immediately with another competitor¿s dialysis catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.